Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) troubleshooting on the drawer by powering down the unit and reseating all cables. The open/close sensor was reseated, the unit reassembled, rebooted, and tested. The drawer was confirmed to be functioning correctly after the fix. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not opening and had multiple medication stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.